Event description:
It was reported that during service of unit by a getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) had a horizontal line across display. There was no patient involvement reported.

Manufacturer narrative:
It was reported that during service of the unit by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a horizontal line across display. The fse that encountered the issue replaced the display (0160-00-0127) and labels. The fse completed all calibration, functional, and safety tests which passed to factory specifications. The iabp unit was returned to the customer and cleared for clinical use. The following investigation was performed by (B)(4). Inspection of the assy,display,top lcd,rohs part number 0160-00-0127, serial number (B)(4) was completed per the cardiosave service manual part number 0070-00-0639 revision n, with no visual damage observed. The national repair center installed the display into the cardiosave test fixture serial number (B)(4) and tested the display to factory specifications per the cardiosave service manual part number 0070-00-0639. The nrc verified the failure of a horizontal line through the display. The display failed testing. The 0012-00-1158 cable was tested by itself and passed testing.